Manufacturer narrative:
Other relevant components include: product ID: 8703w, lot#: l47432, implanted: (B)(6) 1997, product type: catheter. (B)(6).

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain and post-lumbar laminectomy syndrome. The pump contained dilaudid [0.7 mg/ml] at a dose of 0.16 mg/day, clonidine with an unknown concentration and dose, and bupivacaine with an unknown concentration and dose. It was reported during the planned replacement due to end of service of the patient¿s pump on (B)(6) 2017, the pocket was opened, and it was noted that the catheter was already cut/severed at the connection site. The patient had been developing fluid around the pump prior to surgery, but as far as the representative knew, a dye study was never performed. It was clear to the surgeon that catheter had already been cut and was not a result of the current replacement. The patient was already on a very low dose, so the decision was made to ligate the catheter to prevent cerebrospinal fluid (csf) loss and explant the pump. It was unknown what environmental/external/patient factors might have led or contributed to the issue. There were no diagnostics done prior to the operating room as far as the surgeon and the representative knew. The patient was new to the surgeon as the patient was inherited from a physician who was retiring. Because the dose was already so low, the physician made the decision to not replace the pump and ligate the catheter. The issue was resolved at the time of the report. The patient status at the time of the report was alive ¿ no injury. No patient complications were reported.